Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the bin barcode setup was incorrect. A technical support specialist advised the user to contact the pharmacy to send a destock label to properly de assign the item and then reassign it correctly in external bin 16. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user removed an item from the fridge using the cabinet key, and the system then prompted for a bin barcode. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.